Manufacturer narrative:
Add'l classification code; hrx. Device is an instrument and is not implanted/explanted. A device history record review was requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that following decontamination a reamer irrigator aspirator (ria) drive shaft was discovered broken. The sales consultant said that he went to remove the head from the shaft and discovered the shaft was broken. There was no patient or procedure involvement. Reported concomitant product unknown ria medullary reamer head (unknown part number, lot number unknown, quantity: 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was performed for part # 314.743, synthes lot # 9961622, supplier lot # 9961622: release to warehouse date: 09 mar 2016, supplier: criterion tool & die, inc.: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was performed. Background: during use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone [reamer/irrigator/aspirator (ria) technique guide]. Device condition: the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The break is located across approximately half of the circumference and extends approximately 2.6mm from the distal edge of the drive shaft. The helix is intact and shows minimal wear. The distal coupling showed impact marks on the back flat of the coupling mechanism. The complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. Lot number review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The lot went through the required steps during the inspection at the time of manufacturing and the DHR records showed no issues concerning the material. Hardness was not reviewed as the flexible nitonal shaft does not have a hardness specification (reference: 314_741_1_2 rev. B). Release to warehouse date: 09 mar 2016 . Drawing review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision, were reviewed. The distance across the flats of the hexagonal tip measured and is confirmed to be within the specification per relevant drawings. The inner diameter at the fracture measured and is confirmed to be within the specification per relevant drawing. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. The reamer/irrigator/aspirator (ria) technique guide addresses recommended use. Step 5 under ¿assembly,¿ states that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Step 2 under ¿reaming¿ describes the recommend use for reaming as follows; ¿begin reaming, using a gradual advance/retract technique. Slowly advance 20-30mm and then retract 50-80mm allowing the irrigation fluid to flow in front of the reamer head. Advance the assembly until resistance is felt, then repeat.¿ conclusion: the complaint condition is confirmed as drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. A device history record (DHR) review, device inspection, and drawing review were performed as part of this investigation. There were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition and no product design issues or discrepancies were observed that may have contributed to the complaint condition. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.